Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. During troubleshooting, tandem technical support instructed the customer to remove the obstruction from the speaker holes of the pump. Pump was able to resume normal operation. Customer's blood glucose was 174 mg/dl.